Event description:
The account stated that the axsym analyzer has generated discrepant vancomycin results on 5 patient samples. For patient #5, the initial result was 0.2 mg/l, the retest result was 9.3 mg/l. The qc was within range. The account has decided to send out their samples to a reference lab. There was no adverse impact to patient management reported.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had another device explanted; additional information and a copy of the operative report was received. A device history record review is currently in process.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.4 months. Through followup with the surgeon, it was learned that the device was explanted due to dehiscence. Regurgitation and perivalvular leak were also noted.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.